Event description:
Caller reported a minimum fill notification and encountered difficulty loading a new cartridge into the pump. Despite this issue, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer, new to using the pump, followed guidance from tandem technical support by watching a training video on loading the cartridge. Afterward, the customer successfully loaded a new cartridge and resumed insulin delivery, with no further action required.